Event description:
The facility returned the device for service. During service the baxter repair technician noted fail code 500 in the event hisrory. The hospital representative stated that there have been no reports of any patient incident involving this pump. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 17 2007. Evaluation summary:the condition of fail code 500 was observed one time in the event history during product evaluation. Fail code could not be duplicated. No action was necessary. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been received for this product for the reported issue.